Manufacturer narrative:
Follow-up # 1 ¿ (03/29/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter displayed the apply blood message even after sample was applied. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014 at 1 pm. The patient¿s diabetes regimen is not known nor is it specified what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, as a result of the reported meter issue, the patient reportedly developed symptoms of nausea and sweating an unknown time later. The patient, however, denied receiving any form of treatment after the alleged issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, the patient was using the correct testing procedure and test strips, and the test strips completely drew in the patient¿s sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.